Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid (B)(6). This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. Results provided: another alinity, (B)(6) 23, sid (B)(6) = 8 -pg/ml. Repeat: this alinity: (B)(6) 2023, sid (B)(6) = 298.6 / 9.2 / 8.8 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of the historical performance of reagent lot 52305ud00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 52305ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot number 52305ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. Results provided: another alinity, 30aug23 sid (B)(6) = 8 -pg/ml. Repeat: this alinity: 30aug2023 sid 102308290431 = 298.6 / 9.2 / 8.8 pg/ml. No impact to patient management was reported.